Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was black with different colored stripes. Only the time was displayed; no other graphics or text. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method in insulin therapy.